Manufacturer narrative:
The device was received and tested. Upon visual inspection it was confirmed that a hole in the mesh was present on the middle-right section of the array and that threads were loose on the top side of the hole. Additionally, the flexures of the array were bent. As a result, the array could not be retracted. Additionally, the distal end of the proximal sheath was a little crumpled. No further testing was executed. A portion of the mesh was reported left in the uterine cavity and the doctor was able to retrieve it with graspers. A specimen cup was sent along with the device with a piece of tissue adhered to a piece of the mesh. The reported observation was confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on april 28th, after a novasure procedure, the physician observed a hole in the mesh of the array and visualized through hysteroscopy pieces of the mesh inside the patient. The physician was able to remove the pieces from the patient. No patient injury was reported. No other information is available.